Manufacturer narrative:
The pump passed the following test: displacement test, rewind, prime/seating, basic occlusion, force sensor test, occlusion test, active current test, sleep current test and self-test. No failed battery test noted during testing. No unexpected alarms/alert/anomalies noted during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however. No power related alarms or alerts were found in adapt on event date or seven days prior. Pump was cut open to perform visual inspection and no physical or moisture damage was found at the pcba 1, pcba 2, force sensor and motor home switch. Successfully downloaded history files and traces using thus. No abnormal rewind anomalies were, or alarms were noted during testing. Motor was tested outside of the device and passed. P-cap was attached and lock into place properly. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, scratched case and battery tube threads - cracked. Rewind anomaly was not confirmed. Failed battery test was not confirmed. Cosmetic damages were noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the insulin pump was louder during rewind, and failed battery test. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1780kpk was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.